Event description:
During preventive maintenance, the field service engineer reported a ventilator with a broken remote alarm connection that caused the device to fail the remote alarm test. No patient involvement.

Manufacturer narrative:
The facility returned the main printed circuit board to the manufacturer for evaluation. During testing, it was determined that the remote alarm failed to alarm remotely when the component attached to a test ventilator. The manufacturer's technician tested the device and determined that the remote alarm failed to alarm remotely when the component attached to a test ventilator - furthermore, visual inspection of the main pcb revealed evidence of broken solder pin connections on the cn2 pins 1, 2, and 3. The main pcb cn2 connector pins 1, 2 & 3 were re-soldered and installed into the fi test ventilator to verify & test the remote alarm is functioning. Determination was that after the re-soldering, the remote alarm activated and deactivated under the correct conditions. Broken solder connections at cn2 pins 1, 2 & 3 caused the remote alarm port not to function properly.